Event description:
It was reported to vyaire medical that reported to vyaire medical that oxygen was out specification on the lap top ventilator 1200. At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: a third party service technician evaluated the ventilator and found that the 02 is out of specification, turbine was faulty,battery failed and pressure failed. As a resolution,the flow valve,02 blender,motor board,internal battery and turbine were replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.